Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon was inserting the screw into the patient. While he was tightening the screw, the screw broke. He did not want to use another of the same type of screw so he removed the screw and used a plate instead. There was a 35 minute delay while the surgeon removed the broken screw. No patient complications were reported.